Manufacturer narrative:
Additional narrative: date of the event is unknown. The issue was discovered on (B)(6) 2016. Additional device product code used: erl and hbe. (B)(4). Lot #unknown. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 while restocking the set, hospital contact opened the 0.76mm drill bit package and noticed that the device inside the package was matrix 1.1mm drill bit. The lot number on the package and on the 1.1 mm drill bit did not match. At that time hospital contact also checked the two (2) opened drill bits in the set (one of which was used during surgery - captured under complaint (B)(4) - and the second one was in the set) and noticed that the part number on both the drill bits were matrix 1.1mm drill bit. At that time it was confirmed that these drill bits also came out of a 0.76mm drill bit package. The lot numbers on the packages of these two (2) devices are not available as the packages were discarded by hospital personnel during surgery. No patient and case involvement reported. This complaint will address the two drill bits which were identified as having packaging issues day after the surgery. Complaint for drill bit used during surgery on (B)(6) 2016 is captured under (B)(4). This report is for one (1) 0.76mm drill bit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part # 03.503.246, lot # u234081. Supplier: (B)(4), release to warehouse date: oct 30, 2015. Additional releases to warehouse dates are dec 03, 2015 and feb 24, 2016. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Two drill bits (part # 03.503.246, lot #'s u234081 and u160311) and one empty, opened product package (part # 316.15, lot # u172728) were received for investigation. The drill bits were inspected and found to be conforming to specifications. The package is opened and it was unable to be confirmed that an incorrect device was received in the package. The exact cause of the complaint condition was unable to be confirmed. Field action investigation has been opened to investigate the matter further and address the risk associated with the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.